Event description:
Patient reported the development of a full thickness skin injury/burn after undergoing a surgical procedure. The burn may have been a factor due to the use of an operating room light without the use of a uv filter. The skytron lights design allows for the light to be operational without the required u/v filter.